Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having air in the lines with the homechoice (hc) machine during initial drain. The home patient (hp) was requesting assistance repriming. The technical service representative (tsr) assisted the hp to end therapy and advised to use all new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.